Event description:
In 2008, the patient reported the screen of his insulin infusion device began to go blank a year ago and went totally blank today. He stated when it first began, there were black spots on part of the screen but he knew the device still functioned as it emitted beeps during operation. He said that about a year ago, he also began to notice moisture in the cartridge chamber. He stated he has continued to use the device until today. The pt said he replaced the power pack about 1 week ago. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.